Event description:
Report received of an overdelivery. In 2004 at 1530, the pump was programmed to deliver morphine 1 mg/ml in the pca only mode, with a 1mg pca dose a 10 minute patient lockout, and an unspecified 4 hour limit. Two days later at 1245, the pain management therapy was discontinued in preparation for patient discharge. At this time two nurses noted the pump display indicated 15mg was delivered from the 30mg vial; however 25mg was missing from the vial. There was no reported patient effects. The pump was removed from clinical service. The patient was discharged as planned. Though request, no additional information was provided.